Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer reverted to its emergency screen without being prompted, the emergency button functioned correctly with a solid tactile feel and nothing was noted in the parsing sheet. The x-y printed circuit board was replaced as a preventive and the stylus was calibrated. Analysis did confirm the customer comment of a broken door, the power cord bay was broken and it was therefore replaced. It was additionally noted that the bezel was cracked but functional, one upper and one lower hinge cover bullet was missing and the printer was noisy. The bullets and the printer were replaced. The circuit boards and mechanical parts were inspected, the hard drive reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a broken door and that the programmer had reverted to its emergency screen without being prompted to. It was further reported that this had happened numerous times. The programmer was returned for service. No patient complications have been reported as a result of this event.